Manufacturer narrative:
(B)(4). Concomitant products: guide wire: joker; guide catheter: profit 6fr jr3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the concentric, moderately calcified, non-tortuous, 90% stenosed right coronary artery. For pre-dilatation, a traveler rx 2.25 x 15 mm was crossed without resistance to the target lesion; however, during the first inflation, although pressure was applied to the balloon at 12 atmospheres for 20 seconds, the pressure of the balloon decreased. The balloon rupture was confirmed by checking the device outside the patient anatomy. The device was replaced with a 2.25 x 15 mm non-abbott balloon catheter, which was used to complete pre-dilatation successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.